Event description:
It was reported that the caller experienced a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code reappeared, so they decided to replace the pump. The customer was informed about the procedures for receiving and returning the pumps and agreed to use multiple daily injections as a backup therapy during this process. The replacement pump would come with updated software, and the customer was advised to put the malfunctioning pump into storage mode before returning it.